Event description:
It was further reported, the issue occurred before procedure. A pre-use inspection was performed. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being submitted for additional information provided by customer. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to water leaked from the cable and imaging part. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head exhibited broken wire. The device was returned and it was found the camera head displayed no image due to circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The cable and video connector exhibited appearance defects. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.